Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving baclofen (1750 mcg/ml at 299.5 mcg/day) via an implanted pump. The indication for pump use was multiple sclerosis and intractable spasticity. On (B)(6) 2019 the reporting hcp was assisted with accessing the pump and reviewing the pump logs and reports using a tablet. It was then reported that there were ¿3 pump alarms: low and empty reservoir along with the new update to critical and non-critical alarm duration information alert¿. The patient was currently in the ed (emergency department) as the pump was empty. The pump logs showed the empty reservoir occurred on (B)(6) 2019. The reporting hcp thought the pump was last refilled on (B)(6) 2018. No patient symptoms were reported. The patient was oriented. The reporting hcp conferred with an anesthesiologist during the call and then came back on the line and stated that the anesthesiologist "has it all figured out and will take care of things from here¿. No further complications have been reported as a result of this event.